Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported an alarm was heard with telemetry not yet performed. A single beep alarm was heard once every hour since 11pm on 2014 (B)(6). The patient missed a refill that was supposed to happen in (B)(6). The patient moved to a different state at that time and did not notify the previous health care provider (hcp) that she was relocating. There were no patient symptoms. The last refill was in (B)(6). The system was being used to deliver baclofen.